Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing/sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker had reached end of life (eol), but device interrogation was still successful. Expected device operation at eol was vvi 50, however it appeared to be operating in voo. Electrogram (egm) showed pacing at 1200 ms, with intermittent capture due to intrinsic r-waves. It was noted that r-waves were around 2-3 mv. Sensitivity was previously programmed to "auto sense" and likely reverted to fixed senstivity after the device reached eol. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had reached end of life (eol), but device interrogation was still successful. Expected device operation at eol was vvi 50, however it appeared to be operating in voo. Electrogram (egm) showed pacing at 1200 ms, with intermittent capture due to intrinsic r-waves. It was noted that r-waves were around 2-3 mv. Sensitivity was previously programmed to "auto sense" and likely reverted to fixed senstivity after the device reached eol. The device remains in service. No adverse patient effects were reported.